Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp was attempting to sync patient programmer to the ins but the programmer would not sync. No patient symptoms were reported. No further complications were reported/anticipated. The indication for use in failed back surgery and non-malignant pain.